Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the screwdriver blade could not be removed from the hand piece for battery powered driver when the surgical technologist tried to remove the blade after the procedure. This was after the surgeon used the screwdriver blade and the hand piece for battery powered driver to fixate the titanium external plate with self retaining screws. The sales consultant tried to remove the devices in the case with gloves on and could not remove the devices either. The devices were sterilized and separated successfully, and the situation was resolved. Concomitant devices: titanium external plate (part/lot number unknown, quantity 1), self-retaining screws (part/lot number unknown, quantity 2). This report is for one (1) matrixmandible/thorax scrwdrvr blade self retaining-medium. This is report 1 of 1 for complaint (B)(4).